Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The incorrect catalog number was on the package label. The device was manufactured in 2019. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the item had the wrong item number on the package. This was discovered after the case. No patient affectation or delays reported.